Manufacturer narrative:
Correction: b3 additional information: b5, g1, h10 clinical statement: based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. Upon evaluation of additional information received, it was determined that the event reported on 8030665-2021-00709 was not a reportable event related to the fmc liberty cycler set. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) that is related to a fresenius device(s) or product(s) occurred. Therefore, there will be no further updates on 8030665-2021-00709.

Event description:
It was reported a patient had an infection. There is no further information available. Upon follow-up, the patient confirmed being on pd therapy 1997-2003. The patient had to come off pd therapy due to a ruptured ovarian cyst which caused an infection and scar tissue in the abdomen. The patient and patient¿s nurse confirmed that the patient did not have any adverse effects from fresenius products. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had an infection. There is no further information available.